Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated 5-august-2015: this case concerns a female who experienced severe vomiting and nausea after receiving treatment with synvisc. The causal role of product in the occurrence of the events cannot be suspected as there is no pharmacological plausibility of the events occurring due to synvisc injection. However, detailed information regarding medical history, indication for treatment and drug allergies if any, would aid in comprehensive assessment of the case.

Event description:
This unsolicited device case from (B)(6) was received on 31-july-2015 from a physician. This case concerns a female patient (age: not provided) who experienced severe vomiting and nausea after receiving treatment with synvisc. No relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On (B)(6)-2015, the patient received treatment with first intra-articular synvisc injection at a dose of 2 ml, once (indication, batch/lot number and expiration date: not provided) into unspecified location. It was reported that after 12 hours of first injection, the patient experienced severe vomiting and nausea which required admission to hospital. Reportedly, the patient did not proceed with further injections. Action taken: permanently discontinued. Corrective treatment: not reported for both the events. Outcome: unknown for both the events. Seriousness criteria: hospitalization or prolongation. For both the events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. No further information was provided. Consent to contact doctor for follow up was given.